Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level was 49 mg/dl. Customer consumed carbohydrates to address bg level. Cause of the low bg was unknown.